Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited gradually increased shock impedance measurements of greater than 125 ohms. Then the shock impedances had returned to normal range, and there were no other issues observed. Boston scientific technical services (ts) discussed troubleshooting options. This would be discussed with the health care professional (hcp) and continued monitoring would be considered. No adverse patient effects were reported. The lead remains in service.